Event description:
The device was returned for service. During service the device failure code 814:04. The hospital representative stated they have no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summaryevaluation was completed and failure code 814:04 was caused by the pump head mechanism which was replaced.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA-160.